Event description:
A fisher & paykel healthcare airvo 2 humidifier had error code "e26" on the display window.

Event description:
A fisher & paykel healthcare airvo 2 humidifier had error code "e26" on the display window.

Event description:
A fisher & paykel healthcare airvo 2 humidifier had error code "e26" on the display window.